Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 279 mg/dl compared to readings of 104 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor was de-cased and sensor damage was observed during de-casing. Unable to perform smu (source measurement unit) test. Issue was forwarded to hpqe for extended investigation. The puck was received by the hardware product quality engineering (hpqe) team, and a visual inspection was performed using a digital microscope on the returned puck. Damage caused by de-casing was observed on the ble (bluetooth low energy) antenna and on the legs of the molex connector; therefore, the observation made in phase 2 of the investigation was confirmed. The returned sensor was found to be in sensor state 8 (error_termination). The returned sensor was brought to the test to perform functionality testing. The sensor was scanned on the evm using the ptugen4 tool. The returned sensor was able to be scanned indicating that the de-casing damage did not affect the nfc (near field communication) functionality of the senor. Further testing was able to be conducted. Smu (source meter unit) test was performed using the fr4 fixture, to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification, indicating no accuracy issues were present in the puck. Furthermore, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. The damage observed on the returned sensor was only observed on the ble antenna and the molex connector. The ble antenna has no effect on the nfc function of the sensor which is what the sensor uses to communicate with the evm to perform testing. The damage on the legs of the molex connector was not extensive enough to affect the signal lines of the sensor. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 279 mg/dl compared to readings of 104 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.